Event description:
The customer reported there is a white line displayed on the center of the monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4).